Event description:
During resmed evaluation of an astral device, review of the device data logs revealed error messages (sf180) related to battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was deemed beyond repair and scrapped. Based on all available evidence and complaint investigations of a similar nature, an investigation determined sf180 was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).